Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the 23mm commander delivery system balloon ruptured on inflation due to a highly calcified sinotubular junction. The delivery system came out through the esheath without any difficulty. A 23mm sapien 3 ultra valve was successfully implanted. Post-dilation was performed due to perivalvular leak. There was no patient injury. As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the 23mm commander delivery system balloon ruptured on inflation due to a highly calcified sinotubular junction. The delivery system came out through the esheath without any difficulty. A 23mm sapien 3 ultra valve was successfully implanted. Post-dilation was performed due to perivalvular leak. There was no patient injury. The provided device-related photos and 3mensio imagery were reviewed, and the following was observed: longitudinal and radial balloon burst; calcification in patient landing zone.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery and 3mensio provided and following observed: calcification was present in the landing zone. Longitudinal and radial balloon burst was observed. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on imaging evaluation. Available information suggests patient factors (calcification) likely contributed to the event as 3mensio report revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.